Event description:
The pt was hospitalized since 2008 (reference mfg. Report # 3004209178-2009-02731). While in the hospital, the pt had a magnetic resonance imaging. The pump was set to minimum rate before the imaging was performed. The next day, an alarm due to motor stall was heard and confirmed by telemetry. The motor stall had occurred at 20:25, the time of the test. The motor stall recovery occurred later that morning. The pt had a second magnetic resonance imaging. The pump stalled and recovered within half an hour. No pt symptoms associated with the event were reported. A f/u report will be submitted if add'l info becomes available.